Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a drawer 2.2 failure, which intermittently failed to detect whether the drawer was opened or closed. A field service engineer discovered that the drawer sensor magnet was damaged. Attempts to adjust the magnet did not resolve the issue. Therefore, the drawer was replaced to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis anesthesia es system, anes17 drawer 2.2 intermittently failed to detect whether it was opened or closed, which hindered users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.